Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm was missing from the insert and the hinge feature at the distal end of the inner tube that mates with the clamp arm pins are bent. Engineering also observed that the insert shaft is bent around the midpoint, forming an angle of approximately 110 degrees. The shaft's black coating finish is flaking off at the bending location, exposing the metal shaft. No other damage was found.

Event description:
It was reported that during a da vinci s left nephroureterectomy procedure, the tip of the harmonic curved shears (hcs) insert accessory fell into the patient. The piece was retrieved and the planned surgical procedure was completed with a replacement insert. No patient harm, adverse outcome or injury was reported.